Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-nov-2019. The most recent information was received on 04-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstruation') in a 45-year-old female patient who had essure (batch no. 925781) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced musculoskeletal pain ("muscle and joint pain of the legs and arms."), 1 day after insertion of essure. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), eye pain ("pain in the eye"), headache ("pain in behind the head"), constipation ("constipation"), insomnia ("insomnia"), fatigue ("very tired"), uterine spasm ("uterine contraction"), flatulence ("flatulence") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, constipation, fatigue, weight increased, uterine spasm and flatulence outcome was unknown and the musculoskeletal pain, eye pain, headache, insomnia and neck pain had not resolved. The reporter provided no causality assessment for constipation, eye pain, fatigue, flatulence, headache, insomnia, menorrhagia, musculoskeletal pain, neck pain, uterine spasm and weight increased with essure. Lot number: 925781 manufacture date: 2011-11 expiration date: 2014-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstruation') in a (B)(6) female patient who had essure (batch no. 925781) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced musculoskeletal pain ("muscle and joint pain of the legs and arms."), 1 day after insertion of essure. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), eye pain ("pain in the eye"), headache ("pain in behind the head"), constipation ("constipation"), insomnia ("insomnia"), fatigue ("very tired"), uterine spasm ("uterine contraction"), flatulence ("flatulence") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, constipation, fatigue, weight increased and flatulence outcome was unknown and the musculoskeletal pain, eye pain, headache, insomnia and neck pain had not resolved. The reporter provided no causality assessment for constipation, eye pain, fatigue, flatulence, headache, insomnia, menorrhagia, musculoskeletal pain, neck pain, uterine spasm and weight increased with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.